Manufacturer narrative:
(B)(6). One 72201781 biosure ha 9x25mm screw returned. Dimensional inspection verifies that this was a 9x25mm product. Request for additional information was not successful. There is no packaging returned. There is bio material attached and evidence of use. This is a tapered product. There are approximately 2.3mm of distal threads absent. The remaining distal threads are damaged. They are rolled and compressed and fractured from pressure at the distal tip. Symptoms are consistent with a difficult insertion attempt. It is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Prep is critical for ease of insertion and successful anchoring. Excessive force should not be placed on the delivery instrument and the starter must be utilized with the biorci screws to minimize screw breakage during insertion. The product was not returned as sold. The condition of the implant indicates a torque issue. No root cause related to the manufacturing of this device was confirmed.

Event description:
It was reported that the threading was broken. According to product evaluation results, there is bio material attached and evidence of use. There was a backup device available to complete the procedure with no delay. No patient injuries reported.